Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who's undergone primary breast augmentation with two 450cc mentor memorygel breast implants, suffered bilateral breast capsular contractures (baker grade iii on the left and baker grade ii on the right), post-procedure. The capsular contractures were diagnosed via physical examination. Per the examination notes, the patient was okay with the right side capsular contracture. As a result, the patient only underwent unilateral removal and replacement on the left side on (B)(6) 2021. The replacement device was a 450cc mentor memorygel breast implant (catalog: 3504504bc lot: 9549507 sn: (B)(4)). This medwatch form is for the right breast prosthesis.